Event description:
It was reported the patient's ipg is no longer providing stimulation coverage. The ipg is also unable to initiate communication with the external devices. Further, the patient has been diagnosed with dementia over the past year and cannot remember to charge the device. It is unknown when the device was last fully charged. The patient is working with her physician to determine a resolution to this issue. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.